Event description:
It was reported that the patient had two myocardial perforations. The first perforation occurred immediately after the implant and intervention was performed to reposition the lead. The second perforation occurred in (B)(6) 2011. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.